Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the left ventricular (lv) and right ventricular (rv) leads. There was also oversensing and small r waves on the rv lead. The leads remain in use. No patient complications have been reported as a result of this event.